Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A valid lot or serial number was not provided for the sensor. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. A tripped trend review was conducted for the reported complaint and fs libre sensor and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. A customer expressed that the low glucose alarm failed to trigger and subsequently experienced seizure and loss of consciousness. An ambulance was called and paramedics treated her with sugar solution. The customer was transported to the hospital where she was diagnosed with hypoglycemia and treated with intravenous glucose and potassium. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on the returned reader; no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. A graph of glucose values was analyzed and all alarms presented were for glucose values below of the threshold range. As a result, this issue is not confirmed. No malfunction or product deficiency was identified. As submitted in the initial report for this issue, a tripped trend review was conducted for the reported complaint and fs libre sensor and no trends were identified that would indicate any product related issues. If the sensor is returned, the case will be re-opened, and a physical investigation will be performed. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. A customer expressed that the low glucose alarm failed to trigger and subsequently experienced seizure and loss of consciousness. An ambulance was called and paramedics treated her with sugar solution. The customer was transported to the hospital where she was diagnosed with hypoglycemia and treated with intravenous glucose and potassium. There was no report of death or permanent injury associated with this event.